Event description:
It was reported that during a low anterior resection procedure, the device cut but did not staple. Suture was used to complete. No adverse patient consequence reported. The patient is currently ok.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Additional information: event information obtained in passing with the surgeon. No other details are known. Or manager was unable to provide any additional information of the event. However, it was noted that the device is available for return.

Manufacturer narrative:
(B)(4). Corrected data; catalog # = ax55b. The analysis results showed that one ax55b was received instead of an ax55g. The device arrived in good visual conditions and void of staples. The device was manually loaded with staples and it was tested for functionality. The device was fired and it formed all the staples as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.